Event description:
It was reported the rigid endoscope telescope's eyepiece was cracked. The issue was found during preparation for a therapeutic trans urethral resection in saline. The procedure was completed. There were no reports of patient harm or procedural delay.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the suggested event was confirmed, and the probable cause of the reported failure was likely due to the effect of an excessive mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.